Event description:
When harvesting left internal mammary artery (lima), the surgeon was occluding the branches when the device caused trauma to one of the branches on the lima. The application site was repaired with suture and the procedure continued. Procedure type: CABG.